Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information this patient presented to the clinic with a heart beat of 30 beats per minute. The patient was raking leaves the day before and started to not feel well. Continuous noise was seen on the right ventricular (rv) channel. Once minute ventilation was programmed off, the noise went away, but the rv lead was still not capturing. It was noted a high out of range rv pacing impedance of greater than 3000 ohms was also observed. Troubleshooting was performed, which included programming the rv lead to bipolar pacing and sensing, but the rv lead was still not capturing even at higher outputs. The rv lead was then programmed to bipolar sensing and unipolar pacing, and capture was observed. The patient's heart rate returned to around 60 beats/minute. Technical services discussed possible causes for the clinical observations and provided further troubleshooting options. Fluoroscopy was performed, which revealed suspicious areas on the lead. As a result of the clinical observations, this rv lead was explanted. A new rv lead was successfully implanted with the pacemaker. No additional adverse patient effects were reported.